Manufacturer narrative:
(B)(4). Batch # r92g2h. Device analysis: the analysis results found that the mcs20 device was returned with a clip in the jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the clip cut the vessel? Or did the clip not feed into the jaws of the device and the jaws cut the vessel? Response: the clip was in the jaws on the ligaclip but did not fire so the jaws cut the vessel.

Event description:
It was reported that during an vascular procedure that on the fifth clip the device did not fire and the tore the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.